Manufacturer narrative:
(B)(4). Device is unavailable for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (B)(6) 2014 resulting in fixture loss due to head trauma. Device is unavailable for analysis.